Manufacturer narrative:
The patient underwent successful revision of the distal femur. A definitive root cause of the loosening has not been identified. The observed loosening could be as a result of patient factors such as trauma, obesity, activity levels, disease progression and/or surgical factors, as in this reported event, or surgical preferences and not necessarily related to the device itself. This complaint is being closed, and is being tracked and trended. This complaint file was reviewed as part of stanmore implants worldwide complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by (B)(4) in (B)(6) 2013.

Event description:
It has been reported that the patient's distal femur implant, has loosening of the intramedullary stem. (B)(4).